Manufacturer narrative:
Age at time of event: 60s. (B)(4). Device evaluated by MFR: the device was returned for analysis. Inspection showed evidence of corrosion and damage to traces across multiple splines. An electrical test was performed and the device failed the test. Several opens were identified on rows 7/8. Magnetic sensor resistance test showed both pairs were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 28dec2017. It was reported that tracking and catheter deployment detection issues occurred. During an ablation procedure to treat atrial fibrillation in the right atrium, an intellamap orion was selected for mapping. During the procedure, the catheter was intermittently flashing and eventually failed deployment detection. The procedure was completed with another of the same device and no patient complications occurred. The patient was fine. Device analysis revealed corrosion across multiple splines.